Manufacturer narrative:
It was reported to philips that there was cosmetic damage to the ECG measurement panel. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty hs mrx temp connector block replacement kit. Based on the conclusion of the investigation, it was determined that this was a malfunction of the hs mrx temp conn. Block repl. Kit. The hs mrx temp conn. Block repl. Kit was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the ECG measurement panel has cosmetic damage. There was no patient involvement.